Event description:
It was reported that, "pt is being revised from a trident alumina liner and head to a trident x3 poly liner due to a squeaking hip. Surgeon noted that the cup was malpositioned but well fixed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.